Event description:
Customer reports the multiclix lancet is sticking out of the cap; lancet will not retract. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Multiclix lancet lot number unk.

Manufacturer narrative:
The suspect product is the multiclix lancet.